Event description:
It was reported to adac that the laser localization info will be incorrect if the pt is treated in a different position than that in which they were scanned. If the user scans their pt's feet first, but treats them head first, the laser shift info will be backwards for the laser left/right as well as the table in/out positions. This problem can lead to the incorrect isocenter being marked on the pt. There have been no reports of injury as a result of this issue.